Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and tested the ventilator by disconnecting the test lung in normal operation. The se allowed the ventilator to sit for 15 minutes and system continued to alarm, then reconnected the test lung and the ventilator auto reset itself. The se was not able to duplicate the reported condition. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient a 980 generated a circuit disconnect alarm. The customer reported that the alarm auto reset itself without the patient being reconnected. Although requested, information pertaining to intervention taken on the behalf of the patient and patient outcome has not been provided.